Event description:
Information was received indicating that during pre-test of a smiths medical cadd cassette reservoir, a cassette disconnected alarm was noted. Subsequently another cassette was used. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information: d10, h6, h10: two pictures and one video were received, and the video showed a cassette product connected to a cadd legacy pump. Device evaluation: nine smiths medical cadd cassettes were returned for analysis. Of the nine samples five cassettes were received with the spring occlusion mechanism damaged. Two samples were received without spring occlusion mechanism. Only two samples were received without damage, the two samples were used for tests. During analysis, of the nine samples received, only two samples were measured, the pump tube height of the two samples were out of specification, however due to the samples being received in used conditions, it is possible the pump tube was modified during use. Accuracy test was performed, of the nine samples only two samples could be tested. The two samples tested passed the delivery accuracy test. During functional testing, samples were fully priming and connected without difficult, the pump was set running and no alarms were activated. The reported issue was not confirmed. In addition, it was noted that one sample was detected with a leak in the pump tube, this leak was located in the spring occlusion mechanism section. It is possible that this leak was generated by the damage in the spring occlusion mechanism. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.